Manufacturer narrative:
Patient's age and date of birth not provided/unknown. Patient's gender not provided/unknown. Patient's weight not provided/unknown. Device lot number not provided/unknown. Device not returned to manufacturer for evaluation.

Event description:
It was reported that the implant disengaged from the placement driver tip (impdtl). Another implant was able to be placed during the same surgery.

Manufacturer narrative:
One t3 non-platform switched tapered implant was returned for evaluation. The subject driver tip was not returned for evaluation. The driver tip lot number was not provided. Therefore, a device history review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i surgical manual for tapered and parallel walled implants, instsm rev d 02/16 pick-up and delivery of implant care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. Note: periodic o-ring (irordr) replacement is required for the certain internal connection driver. Certain internal connection driver tips should be inspected for wear before use. The returned implant was functionally tested using an in-house implant driver tip (impdtl). The driver tip firmly engaged into the implant drive feature as intended. Without the driver tip returned, the complaint is non-verifiable. A singular cause cannot be identified.